Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking. The following information was received by the initial reporter with the verbatim: this early morning (B)(6) 2023 0200 am- blood was being transfused and it started leaking at the ¿y¿ above the filter.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.